Event description:
Sales rep report: "during anterior resection, saw blade contacted femoral checkpoint resulting in its ejection. There was not a ¿checkpoint near cut¿ warning on the planning screen and the checkpoint was not visible (and yellow) on the resection page. There were no adverse effects on the case and all resections and trialling was completed as planned, but re cuts on femur were no longer possible." To complete procedure successfully - "continued resections. Didn¿t exit bone prep page so as to not trigger femoral checkpoint check."

Manufacturer narrative:
Due to case type being received after the initial aer decision was made, this event is now being reassessed as not reportable. If additional information is received, the aer decision will be reevaluated.

Event description:
No new information.